Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline disconnect, backup battery fault alarms, and power cable disconnect alarms was confirmed via log file analysis. Review of the log files revealed on (B)(6) 2025, backup battery fault alarms activated due to backup battery circuit faults. The alarms appeared to resolve on their own and did not affect pump operation. The driveline was disconnected on (B)(6) 2025, resulting in a pump stop lasting approximately 12 minutes. This event was associated with low flow hazard, left ventricular assist device (lvad) off, and driveline disconnect alarms. The driveline was then reconnected on (B)(6) 2025, after which the pump resumed operation at the set speed for the remainder of the file without issue. On (B)(6) 2026, while connected to the power module, intermittent power cable disconnect alarms activated due to the relative state of charge (rsoc) voltage associated with the white power cable being outside the expected voltage range. The alarms resolved each time once the white power cable was connected to 14v battery power. On (B)(6) 2026, low power hazard alarms activated due to the black power cable being truly disconnected during the atypical power cable disconnect alarms. The alarms were resolved once the black power cable was reconnected to external power. Pump operation was not affected. The heartmate 3 system controller (serial number (B)(6)) was not returned for analysis. A customer submitted photo revealed the historical view of the patient¿s system controller and the pump stopping on (B)(6) 2025. Reported information stated that the odd power cable disconnects occurred while the patient was in the emergency department and while the nurses connected the patient to the power module. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause for the reported event was unable to be conclusively determined through this analysis. A corrective and preventative action was initiated to investigate the increase in reported backup battery faults. Device history records were reviewed and showed no deviations from manufacturing or quality assurance (qa) specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The abbott heartmate 3 left ventricular assist system (lvas) patient handbook, section 5 - ¿alarms and troubleshooting¿, and the heartmate 3 IFU with heartmate touch, section 7 - ¿alarms and troubleshooting¿, instruct users on how to identify and respond to alarms that sound from their controller, including driveline disconnect, power cable disconnect, and backup battery fault alarms. Heartmate 3 IFU, section 2 ¿ ¿system operations¿, instructs the user on how to correctly insert the driveline into the system controller, stating ¿insert the driveline cable connector into the socket, pressing firmly until it snaps into place. Move the safety lock to the locked position, so that it covers the red button.¿ additionally, the heartmate 3 patient handbook, section 2 ¿ ¿how your heart pump works¿, warns the user to ¿check the system controller driveline connector often to confirm that the driveline is securely inserted in the socket. If the driveline disconnects from the system controller, the pump will stop.¿ users are also warned to not perform a controller exchange without the aid of a trained, competent caregiver. The heartmate 3 IFU, section 8-¿equipment storage and care¿, and heartmate 3 patient handbook, section 6-¿caring for the equipment¿, explain how to properly take care and maintain the integrity of the system controller and power cables. The patient handbook and IFU caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted for temporary loss of consciousness and possible syncopal episode. The patient had no memory of the event. They stated they were on a zoom meeting and then they woke up admitted at the hospital a day later. The history suggest that the driveline was disconnected but the patient has no recollection of the incident. Log files were sent for review. The log file captured a few intermittent backup battery (ebb) fault alarms between 10:40 pm and 10:44 pm on (B)(6) 2025. These were followed by a driveline disconnect at 10:54 pm. The driveline appeared to be disconnected until 11:06 pm when pump speed ramped back up to the set speed of 5500 rpm. The log file also captured several odd powers cable disconnect events on (B)(6) 2026 that did not appear to be associated with a power exchange. The odd power cable disconnects happened while the patient was in the emergency department. It was the nurses connecting the patient to a power module. There were no other unusual events recorded in the log file event history. The mechanical circulatory support (mcs) equipment was operating as intended.